Manufacturer narrative:
A complete analysis and testing of 7 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the second-ring on the piston squeezed out of its location groove and caused an air leak and insulin leak. Relocating the ring appeared to allow the reservoir to work. Customer reported the insulin leaked down the plunger shaft when trying to fill the tube and expel the bubbles. Customer's blood glucose was unknown. Customer was advised the reservoirs will be replaced. Customer agreed to return the reservoirs for analysis.